Event description:
It was reported to philips that the footswitch was sticking, but it did not affect imaging. The system was in clinical use at the time of the event. The customer stated that the patient passed away on the table, but it was not related to the footswitch issue. An investigation into this complaint has been initiated by philips.